Event description:
It was reported that 5 of the bd phaseal¿ secondary set c61 experienced blockage. The following information was provided by the initial reporter: saline is not coming out from the set.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1025137. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that 5 of the bd phaseal¿ secondary set c61 experienced air bubbles. The following information was provided by the initial reporter: too many bubbles are formed during priming.

Manufacturer narrative:
The manufacturing location for this product is cazin, bosnia. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.